Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and critical pump error. Customer was unable to navigate the insulin pump. Buttons were unresponsive. Customer stated that they were unable to clear the alarm. Insulin pump was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged frozen display and unresponsive keypad found on (B)(6) 2021. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or verify frozen display and unresponsive keypad due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the long trace file shows a pump error 35 alarm was triggered on 8/20/2021 at 19:20. The insulin pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (electric board a 1 and electric board a 2), the motor, or the force sensor noted. Found misaligned force sensor cable causing an intermittent connection. Critical pump error (open book image) alarm and pump error 35 alarm are due to misaligned force sensor cable. The force sensor zero offset is within specification (23.6 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Critical pump error (open book) alarm and pump error 35 alarm are confirmed. Critical pump error (open book) alarm and pump error 35 alarm are due to misaligned force sensor cable. Frozen display and unresponsive keypad are unknown due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.